Event description:
Information received with return of the explanted device notes that the patient hadn't been seen since 1995 and that "since the patient condition was bad, ECG was taken." The device exhibited no pacing or telemetry.